Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). (B)(4). Failure (event) observed during analysis. Final analysis found medical adhesive on the proximal ring electrode. This caused the lead to exhibited high impedance, capture and sensing anomalies.

Event description:
This report is to advise of an event observed during analysis.